Manufacturer narrative:
The customer reported that their central nurse's station (cns) was displaying communication loss for all monitored transmitters. The customer also reported that the transmitters in question started appearing back on the network when they replaced all of the devices batteries. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. This transmitter was used in conjunction with the cns, and is not the device that experienced failure. Transmitter - model: gz-120p, s/n: (B)(4), approximate age of the device: 20 months, device manufacturer date: 06/07/2018, unique identifier (UDI) #: (B)(4). Multiple other transmitters were used in conjunction with the cns, and are not the device that experienced failure. Attempts to obtain the following information were made, but not provided: multiple transmitters - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. The following fields contain no information (ni), as attempts to obtain information were made but not provided: brand name, model name, catalog name, serial number, unique identifier (UDI) number. Approximate age of the device. No serial number was provided, so the age of the device is unknown. PMA/510(k) number, device manufacturer date.

Event description:
The customer reported that their central nurse's station (cns) was displaying communication loss for all monitored transmitters.

Manufacturer narrative:
Complaint information: on (B)(6) 2020, customer at (B)(6) health reported communication loss all gz transmitters in the west building. It was observed on gz-120pa with serial#: (B)(6). Investigation summary: root cause of the issue was identified to be user error as the batteries of all the gz- transmitters were not changed on time; after replacing the batteries the transmitters started to communicate. As documented in the quality complaint investigations work instruction, with document ID: (B)(4), the risk priority of the issue is identified to be low. The following fields are not applicable (na) to the MDR report: d4 lot# & expiration date. Additional model information: d11 & c2: this transmitter was used in conjunction with the cns, and is not the device that experienced failure. Transmitter: model: gz-120p. S/n: (B)(6). Approximate age of the device: 20 months. Device manufacturer date: 06/07/2018. Unique identifier (UDI)#: (B)(4). Multiple other transmitters were used in conjunction with the cns, and are not the device that experienced failure. Attempts to obtain the following information were made, but not provided: multiple transmitters: model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) was displaying communication loss for all monitored transmitters.